Event description:
As reported by the user facility information by bbm sales organization in the finland: "pump infused cytostat too fast". Customer information: "isp pump infusion rate set 20ml/h. At 5.15 it was noticed that the cytostat infusion was about to end, although the infusion was not planned to end until about 3 p.m. The infusion machine was reset before infusion and set the volume limit(460ml) when the cytostat was started. According to the device counter 5.15 am there should have been 180 ml left. Has the device infused a cytostat infusion faster than 20ml/h?"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen. Results: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device showed age related signs of wear and tear but no visible damage could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. On 2021-04-07 a space line was inserted and a infusion with rate of 100ml/h and a volume of 100ml was started. One hour later the volume was done. At 04:20 pm a infusion with a rate of 20ml/h and a volume of 433ml was started. Occasionally the rate was changed to 10 ml/h. The infusion was stopped by the customer on 2021-04-08 at 05:15 am with a volume of 255ml. No other abnormalities were found. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,35%. The device was disassembled and the inside was investigated. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Correction: the original MDR for this complaint was filed under this report number, but the information within the report belonged to another complaint. This report has been corrected with all of the correct information for b. Braun melsungen ag internal report 400510000. The device reported in the event description of the initial report of has been reported under manufacturer report number 9610825-2021-00131.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "blood transfusion commenced - checked by 2 staff. At end of blood transfusion, pump stated 283 ml infused but almost half full bag of blood remained. Pump had never alarmed and appeared to infuse. Reported to blood bank. Repeat hb taken from patient. Last serviced 25/8/20. Date of incident: (B)(6) 2020. Nature of injury: serious. Information received on a (B)(6) report form; unknown if reported to (B)(6) or if (B)(6) has been assigned. A full description of the adverse incident: from nursing notes on (B)(6) 2020 @ 15.40. "Prc transfusion complete, it was noted that there was a volume of prc remaining in the unit bag. The braun pump indicated that the full volume of prc had been administered. The cannula remains patent and there were no issues with the giving set. Blood bank have been informed. They advise to repeat fbc and report the machine for servicing." The patients hb post transfusion was 76. The date on which the reported issue occurred: (B)(6) 2020. Where in the hospital (ward/ area) did the incident occur: (B)(6). Who was using the product: registered nurse. Was there any patient injury / harm: patient required additional blood tests following transfusion, to check the hb. If yes, please describe the injury / harm and the outcome: drawing blood from an already anaemic patient. Patient did not receive the unit of blood - this is a waste of blood, and patient did not get prescribed treatment. Any other relevant information /comments e.g. Other products in use at the same time? Circumstances of use? Etc: nil further IV drugs/fluids running at the same time. Blood checked by x2 registered nurses. Regular observations (30 mins) completed. Nothing else to add from the ward sister."